Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was consistently under delivering insulin. The customer's blood glucose level was 280 mg/dl. They mentioned that they had noticed that every day, after over compensating for carbohydrates and breakfast, the insulin pump was not delivering insulin the way it should. The insulin pump will not be returned for analysis.